Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewg1600 showed no other similar product complaint(s) from this lot number.

Event description:
Doctor was placing device and noticed that the red extension arm was cracked. Was removed and a new device was placed.